Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high blood glucose with ilet displaying high and a concurrent fingerstick of 433 mg/dl, followed by recurrent occlusion alerts that were only resolved after a full supply change; components involved included the infusion set and a connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with a deformation problem traced to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.